Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 552 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. At the time of the report with tandem technical support (cts), the customer was still admitted to the hospital. Reportedly, the customer had bronchitis that may have impacted bg. Additionally, an occlusion alarm had occurred. It was also reported that the customer was using pump supplies beyond labeling. Cts informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. System check with cts confirmed that the pump and related supplies were operating as intended. Customer changed pump supplies and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Device not returned.